Manufacturer narrative:
The field service engineer found that the rinse tube on the rinse 1 assay was damaged. After repairing the rinse tube, it was confirmed that the issue was solved. The reason for the tube damage is unknown. Possibly, the tube was stressed during the service or operator's maintenance because the rinse tube was broken at the nozzle connection.

Event description:
We received an allegation of discrepant results for 1 patient tested with aspartate aminotransferase (ast) assay on a cobas 8000 c702 module. The initial result was 170.4 u/l. This result was reported outside of the laboratory. The customer then reran the sample on a different analyzer and got an ast result of 17.0 u/l. The ast reagent lot number was 65250001. The expiration date was not provided.